Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to high thresholds when targeting the left bundle branch. When attempting to remove the lead, the helix was stretched out and it was difficult to remove. As a result, a new rv lead was implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The lead was returned however the broken portion of the helix was not returned. Dried blood/body fluid noted the helix housing and in the neck region. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray observation showed helix broken off. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant due to high thresholds when targeting the left bundle branch. When attempting to remove the lead, the helix was stretched out and it was difficult to remove. As a result, a new rv lead was implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.